Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported cerebral bleeding and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the approximate age of the device was 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to cerebral bleeding. The healthcare provider stated that the device was working as expected for the entire time of support. No further information was provided.